Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed the silicone offsetting, establishing a relationship with the event reported. The root cause has been identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the silicone adhesive on the allevyn dressing is falling off. No patient was involved. It is unknown how the treatment was completed and if there was any delay in the procedure.